Event description:
The customer reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. There was no adverse impact on the customer's blood glucose level as the battery charging issue did not lead to a pump shutdown or inability to power on the pump. After attempting to charge for 30 minutes, the connection was found to be unstable, and the usb port was visibly damaged. The pump was out of warranty, and the customer had already received a new replacement pump. The customer was advised to let the battery drain to power off the problematic pump, and no further actions were required from technical support.